Event description:
In the pa lab, the device output signal was monitored for more than 24-hrs, while the generator was placed in a simulated body temperature environment. Results showed no signs of variation in the pulse generator's output signal and demonstrated that the device provided the expected level of output current for the entire monitoring period. The pulse generator diagnostics were as expected for the programmed parameters. In addition, the septum was not cored, thus eliminating the possibility of a potential unintended electrical current path through body fluids. A comprehensive automated electrical evaluation showed that the pulse generator performed according to functional specifications. The battery, 3.032 volts, shows an ifi=no condition. There were no performance or any other type of adverse conditions found with the pulse generator.

Event description:
Patient was referred for a generator replacement and pocket revision surgery. Attempts for the reason for the pocket revision and replacement were not successful. No known surgical interventions have occurred to date.

Event description:
It was later reported that the patient's generator was too close to the skin and was uncomfortable for the patient. The patient also experienced pain at the incision site as per the surgeon. The physician wanted to reposition it as the skin touching the device could become abraded over time if left untreated. The surgery is for patient comfort and the generator is being changed to the new model generator during the same surgery prophylactically. Patient underwent generator replacement on (B)(6) 2016. The explanted generator was received on 02/25/2016. Analysis is underway but has not been completed to date.